Manufacturer narrative:
Tnt lot in use on (B)(6) 2019 was 419261. The customer will change to tnt lot 436777 in the coming days. The expiration dates of the lots were not provided. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative (fsr) replaced the measuring cell, however, the problem was not solved. The fsr checked the system and did not identify any obvious issues. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs on a cobas e 801 module. The initial result was 55.2 pg/ml. The repeat result was 3.18 pg/ml. No questionable results were reported outside of the laboratory. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
Suspect medical device and applicable fields of section g were updated. The e801 module serial number was (B)(4). This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.